Event description:
Vacant stretcher located outside ER in hallway. Note on stretcher says bed will not be used until wheels are fixed. No injury reported.

Manufacturer narrative:
Tech located the vacant stretcher outside of ER in hallway. Note on stretcher says bed not to be used until wheels are fixed. No injury involved. Found brake casters worn out due to age. Brakes worked, but would not ratchet side to side. Resolution: replaced one caster on each end to resolve this issue.